Manufacturer narrative:
G4:22mar2021. B4:02apr2021. The customer evaluated the device with assistance from a philips remote service engineer (rse). The customer's bio-med added to the problem description that the touchscreen would not calibrate or maintain calibration, so it was determined that the touchscreen needed to be replaced to return the device to working condition. The customer's bio-med replaced the touchscreen to resolve the issue and bring the device back to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19jan2021.

Event description:
It was reported to philips that the device had a touchscreen problem. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.